Event description:
It was reported that during a cholecystectomy procedure, the clip was not fed into the jaw properly and ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested and the following was received: the clips did eject into the patients body two or three times, but they were retrieved and no clips were left in the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.